Event description:
On (B)(6) 2013, the lay user/patient¿s caregiver contacted lifescan (lfs) alleging that the onetouch ultra meter reads inaccurately high compared to the patient¿s feeling/ normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient and/or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2013 at 1:30 pm. The patient reportedly obtained a blood glucose reading of ¿400 mg/dl¿ with the subject meter. The patient¿s diabetes management is not clear; however, according to the csr¿s documentation at the same time after the alleged issue occurred, the patient treated himself with 22.5 mg of actos. According to the csr¿s documentation, as a result of the alleged product issue the patient reportedly developed a sugar attack specifying the patient developed a headache. For reasons unclear the emergency medical services (ems) was contacted and 30 minutes after the alleged issue occurred the patient obtained a reading of ¿20 mg/dl¿ with the ems¿s meter. It is not known what type of medical intervention the patient may have received while in the care of the ems. At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly obtained a reading with another device that is suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/20/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/10/2013 and 9/12/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot number: not provided.